Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Lesion characteristics and clinical factors are unknown. A 4.00x20mm liberte bare stent delivery system was advanced to the lesion and was unable to cross. Upon removal of the sds it was noted that part of the stent was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Updated- age at time of event: (B)(6). (B)(4).

Event description:
It was additionally reported that the lesion was severely calcified and that the lesion was not pre-dilated.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).